Event description:
It was reported that during a surgical procedure the blade broke. It was also reported that there were no adverse consequences for the patient and there was no delay as a result of this event. It was further reported that no metallic fragments were left inside the patient and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this investigation was not returned to the manufacturer for evaluation. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.